Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00819, for the other associated device information. It was reported to boston scientific corporation that two defective resolution clip devices were used during a hemostatic clipping in the gi tract, performed on (B)(6), 2010. According to the complainant, during the procedure, in both instances, the physician positioned the clip and was unable to advance the clip out of the sheath. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00819, for the other associated device information. It was reported to boston scientific corporation that two defective resolution clip devices were used during a hemostatic clipping in the gi tract, performed on (B)(6), 2010. According to the complainant, during the procedure, in both instances, the physician positioned the clip and was unable to advance the clip out of the sheath. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the device was half deployed and there was a kink in the control wire. The clip assembly was returned and was located outside the over sheath. The yoke, which was still attached to the control wire, was then actuated and deployed as per design. The most probable root cause has been determined to be operational context as evident by the kink in the control wire. A review of the device history record (DHR) was performed; no anomalies were noted.